Event description:
It was reported that the patient unintentionally began a supply change while connected to the pump, rewound the pump, and reached the fill tubing step while still connected through the infusion set and tubing, with no insulin delivered; the event was categorized as an improper or incorrect procedure involving the tubing component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of information provided. Investigation of this case revealed no device problem and identified a user usage problem related to remaining connected during the rewind and fill steps. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.